Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error e224. A root cause could not be identified. Based on the results of the investigation, the malfunction reported by the costumer could not be identified. However, the most probable cause of the additional malfunction error e224 was due to bad cable or connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the camera head had been plugged in, the light bars had not gone away. The event occurred during inspection for use. There were no reports of patient involvement.